Event description:
Approximately 2 hours after commencing hemodialysis therapy, the patient experienced a tingling sensation around the mouth. It was subsequently reported by the user facility that conventional liquid acid concentrate had been inadvertently used in place of dryac concentrate mix, a process which utilizes dry sodium chloride, dextrose, and a concentrated liquid solution, resulting in incorrect electrolyte concentration in the mixed batch. After preparation, the improperly formulated batch of acid concentrate was transferred to a large reservoir of properly formulated acid concentrate, thereby, mitigating the full effects of the improperly formulated acid concentrate. Company representative initially stated that the patients were fine, and did not need any medical attention or hospitalization. Further inquiry of a nurse at the facility stated that she "thought one of the patients has gone to the emergency room. "User facility report received, describing minor patient symptoms. No intervention described.

Manufacturer narrative:
Additional catalog #dac-2509. Additional lot# 5l397c. A sample from the clinic's reservoir was tested, and the results confirmed that the calcium, potassium, magnesium and acetic acid ingredient concentrations were below product specifications. Based on these test results and other available information, the cause was determined to be accidental substitution of an ac-2412-4 acid concentrate product in place of the required dac-2509-4 dry acid concentrate, when the clinic mixed an 80-gallon concentrate solution. Samples from subsequent 80-gallon concentrate mixes were tested and verified to meet specifications. Retain samples from the associated product lots were also tested and verified to meet specifications.